Event description:
Physician had previously deployed two resolute stents in the distal rca which was reported to exhibit moderate tortuosity, moderate calcification and 85-90% stenosis. Negative prep was performed on the device prior to use with no issues noted. The nc sprinter rx balloon was inflated twice in the rca within the stented area. It is reported the nc sprinter balloon ruptured at 14 atms on the second inflation after approximately 2-3 seconds. The rupture occurred towards the proximal end of the shaft. It is reported that there was a rapid drop in pressure. Following the rupture, the balloon came off the catheter and was left in the rca. It is reported that the patient experienced collateral fill to the rca vessel due to the balloon material being left behind. The patient was reported as being in a stable condition post procedure. Device evaluation: the distal tip was pinched, partially flattened and kinked distal to the tip seal. The balloon material had detached 3.0mm distal to the balloon bond in a radial pattern on the balloon working length. The material was jagged and uneven. A section of the radial tear was uniform and even indicating that the material in this area may have been damaged prior to the tear developing in a radial pattern. The distal inner shaft was stretched. The inner shaft markers were present on the shaft.

Event description:
Update device evaluation: there were numerous kinks visible on the hypotube.

Manufacturer narrative:
Results: (related to operational context) - procedural factors. Conclusions:(operational context caused or contributed to the event) - procedural factors. (B)(4).